Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure procedure. Symptoms/ae: hemostasis achieved surgically. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure after an interventional procedure. Hemostasis was not achieved with the device but was achieved with tissue cut-down. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.